Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform functional test including displacement, prime, basic occlusion, occlusion and no delivery tests due to motor error alarms during rewind. The insulin pump had a scratched lcd window and broken reservoir tube lip. No cracks found on display.

Event description:
It was reported that the customer was hospitalized with a low blood glucose of 26 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. Unable to conduct the high pressure test. It was also reported that the screen was cracked, and the display was not legible. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.